Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f .070-inch judkin's left (jl) 4 100cm and 6f .070-inch judkin's left (jl) 3.5 100cm vista brite tip guiding catheter cracked at the base (proximal end) during use. The procedure was completed by changing to a new product with the same catalog. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages on the device packaging prior to opening. The user was trained in the use of the device. A contralateral approach was used. The target site had mild calcification, mild tortuosity, no stenosis, no acute angle, and no bifurcation. The vessel characteristics of the access site were unknown. The device was not pulled from the packaging by the hub, nor was it torqued or steered by the hub. The devices will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the 6f .070-inch judkin's left (jl) 4 100cm and 6f .070-inch judkin's left (jl) 3.5 100cm vista brite tip guiding catheter cracked at the base (proximal end) during use. The procedure was completed by changing to a new product with the same catalog. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (IFU). There were no damages on the device packaging prior to opening. The user was trained in the use of the device. A contralateral approach was used. The target site had mild calcification, mild tortuosity, no stenosis, no acute angle, and no bifurcation. The vessel characteristics of the access site were unknown. The device was not pulled from the packaging by the hub, nor was it torqued or steered by the hub. Two devices were returned for analysis and were analyzed under 2024-11841-1 and 2024-11841-2. 2024-11841-1: a non-sterile ¿6f .070 jl4 100cm¿ unit was received for analysis. During visual inspection, no apparent cracks were observed on the hub of the catheter. However, four kinked/bent sections were identified along the guiding catheter body, located approximately at 16.0 cm, 23.0 cm, 48.3 cm and 77.2 cm from the distal tip. No other anomalies were detected during the visual inspection. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. For functional analysis, the catheter was flushed and a leak flowing through a crack in the hub was seen. Additionally, air was pulled into the syringe while aspirating it. For microscopic analysis, amplified images of the hub and magnified images of the kinked/bent sections of the catheter body were captured using the vision system. The crack identified during the functional analysis was examined under the microscope. It was observed that the crack is located at the top of the hub and extends along the body of this component. No other anomalies were detected during the microscopic examination. 2024-11841-2: a non-sterile ¿6f .070 jl3.5 100cm¿ unit was received for analysis. During visual inspection, no apparent cracks were observed in the hub of the catheter. However, four kinked/bent sections were identified along the guiding catheter body, located approximately at 23.0 cm, 50.0 cm, 78.5 cm and 83.0 cm from the distal tip. No other anomalies were detected during the visual inspection. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. For functional analysis, the catheter was flushed and a leak flowing through a crack in the hub was seen. Additionally, air was pulled into the syringe while aspirating it. For microscopic analysis, amplified images of the hub and magnified images of the kinked/bent sections of the catheter body were captured using the vision system. The crack identified during the functional analysis was examined under the microscope. It was observed that the crack is located at the top of the hub and extends along the body of this component. No other anomalies were detected during the microscopic examination. The customer¿s complaint reported as ¿luer hub-cracked¿ was confirmed for both devices. A crack was identified while flushing the device during functional analysis. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.